Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that universal surgical manipulator (usm3) kept faulting out. Tse reviewed the logs and found 319 faults for the usm. Prior to calling, the customer had already power cycled the system, and the fault came back. The customer had an issue with it previously and the arm got disabled. Tse recommended to disable it again and use three usms, if possible. The customer hung up and was going to contact the surgeon to see if the case could be done with three usms and they informed that they would cancel/reschedule procedures if the system is not fully functional.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 319 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where check all boards and fiber test was found to be failing on the rolling loop and parallelogram fiber assemblies. Once testing was completed, the rolling loop and parallelogram fiber assemblies were tested and verified to be the source of the fault. The second usm was returned for failure analysis and was confirmed and replicated. The unit was dead on arrival (doa), confirming the fault occurred in the field. The unit was tested and the setup joint (suj) button was failing on the insertion button test, replicating the reported event. A gold axes controller spar connector (acsc) printed circuit assembly (pca) was installed, and the unit passed the required test, verifying the acsc pca to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the rolling loop and parallelogram fiber assemblies were found to be the root cause of the reported event. Failure analysis has concluded that the acsc pca was found to be the root cause of the reported event.